Event description:
During pt treatment, an operator of the model 3100a noticed a loud hissing sound, followed by a "pop", then louder hissing. The readouts for mean airway pressure and amplitude were also fluctuating. The pt was placed on another 3100 a without compromise.